Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) levels despite receiving additional training and setting a secondary cgm target. The user experienced a low event on 06-feb-2025, with bg at 42 mg/dl from 10:33 am until 1:53 pm, when it increased to 65 mg/dl. The user suspected inaccurate readings from their dexcom g7 sensor and replaced it upon arriving home around 9:00 pm. Shortly after, at 9:08 pm, they experienced a confirmed low of 39 mg/dl. The user consumed honey and a 7 oz mini can of coke to treat the low, assisted by their husband, who provided the items. When asked if they could have accessed the treatments independently, the user was unsure but was able to drink the coke on their own. They remained coherent and did not lose consciousness. A clinical diabetes specialist provided guidance, and a factory reset was performed later that day. Additional training was recommended.